Event description:
Reported the ventilator shut down during evaluation and checkout while in normal ventilation mode. The ventilator did alarm, and there was no pt involvement. The respironics service technician duplicated the customer reported problem. The service technician replaced the power supply. The service technician performed extended self testing (est) which passed with the ventilator performing to specifications.